Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, after the balloon was inflated multiple times at 10 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was good post procedure.